Event description:
During a pacemaker follow-up on (B)(6) 2015, ventricular oversensing was confirmed. Lead measurements were in normal range. On (B)(6) 2015 a re-intervention was performed for lead and pacemaker replacement. Connection failure of the ventricular lead to the device was not confirmed. A new ventricular lead (non-sorin) was inserted first and positioned in the ventricle. Depending on its position, same oversensing was confirmed while it was measured with the pacing system analyzer. In addition, ventricular cardiac muscle sometimes did not react suddenly. Lead position was changed 3 times, and finally these phenomena disappeared. The new lead was then connected to a new pacemaker.

Manufacturer narrative:
.]

Event description:
During a pacemaker follow-up on (B)(6) 2015, ventricular oversensing was confirmed. Lead measurements were in normal range. On (B)(6) 2015 a re-intervention was performed for lead and pacemaker replacement. Connection failure of the ventricular lead to the device was not confirmed. A new ventricular lead (non-sorin) was inserted first and positioned in the ventricle. Depending on its position, same oversensing was confirmed while it was measured with the pacing system analyzer. In addition, ventricular cardiac muscle sometimes did not react suddenly. Lead position was changed 3 times, and finally these phenomena disappeared. The new lead was then connected to a new pacemaker.